Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor was inserted into the arm. The patient¿s cgm was reading 130 mg/dl and the bg meter was reading 20 mg/dl. The patient was experiencing a cold sensation, incontinence, and could not speak. The patient self-treated by drinking a 7-up soda, eating a cookie, candies, and 18 grams of glucose. The patient went to her neighbor¿s house to have them call 911 for her as she was unable to speak. Once emergency medical service (ems) arrived, the patient¿s bg meter reading was 77 mg/dl (no cgm comparison value provided). Ems did not provide the patient with medication or treatment. Ems observed the patient for about 45 minutes until she was feeling ok. There was no documentation of medical intervention. The patient was fine at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e2324 incontinence h6 codes: health effect - clinical code - e1206 chills